Manufacturer narrative:
Clarification to suspect product: hydrochloride lidocaine is noted with lot # 876. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with 2 syringes of juvéderm voluma® xc and in the lower face with 1 syringe of juvéderm® ultra plus xc. Two weeks later, the patient was injected in the cheeks with 1 syringe of juvéderm voluma® xc. Two weeks later, the patient experienced ¿swelling and tenderness¿ in the left cheek. The patient was treated with prednisone for 7 days. The prednisone did improve the event but once the patient finished the medication, the event returned. A week and a half later, the patient experienced a ¿hard lump and swelling¿ in the left cheek. The patient was treated with 200 u of vitrase and 100 u of hylenex, along with cipro and steroids. The event is ongoing. Additionally, the injector reported that the juvéderm® ultra plus xc was also injected into the nasolabial folds. The patient was treated with prednisone taper, zyrtec and ice the same day the events began. Three days later, the symptoms improved with no tenderness. The patient continued prednisone taper. Ten days later, the symptoms returned, so the patient was treated with a warm compress and a prescription of cipro was called in. The patient was then treated with vitrase 2 days later, 2 days after that, and again 5 days later. The next day, the patient was given 5 fluorouracil/kenalog injections noted as 500 mg/10 ml 125 2.5 ml 15 mg/1.25 ml. The following day, one vial of hylenex was given. After 4 days, the patient improved. Two days later, the patient experienced ¿pruritus related to the cipro.¿ in the last follow-up conducted 12 days later, the ¿nodule¿ remained resolved and there was no re-occurrence. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00604 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2020-00605 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.